Event description:
A catheter fracture was initially reported and it was stated that a revision was being performed as of (B)(6) 2011. It was later reported that following the pump replacement in (B)(6) (reported in MFR 3007566237201107883), patient was not getting any pain relief; they were unable to aspirate at that time and unable to aspirate this time in the or i.e. On (B)(6) 2011. It was noted that the catheter was fractured at the distal segment and out of the intrathecal space. The catheter was replaced with a new 8709 sc, and the explanted catheter was kept by the hospital. Patient outcome was unknown. Drug delivered via the pump was dilaudid 15mg/ml, which was diluted to 7.5mg/ml and dose reduced to 0.35mg/day.

Event description:
Additional information reported that fluoroscopy was used to observe the reported broken or displaced catheter at the lumbar insertion site. The remnant of the catheter was removed prior to the implantation and connection of the new catheter. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available. This additional information related to the previously reported event was reported in the attached medwatch (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model 8709 lot# j12402r12 implanted: (B)(6) 2005 explanted: (B)(6) 2011.